Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was observed to be torn at the ok button. The keypad buttons were tested and found that all of the keypad buttons were intermittently responding to presses. The keypad cover was removed and contamination was observed under all of the keypad button contacts and the ok button contact was found to be inverted.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the up and ok buttons were under responsive to button presses. The reporter indicated that the pump keypad was torn and was peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.